Manufacturer narrative:
The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based the investigation, the root cause of the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope displayed an image fault, consisting of interference, lines, and black splotches on the screen. This occurred during a ebus (endobronchial ultrasound) procedure. The procedure was completed with the same device, and there was no report of patient/user harm.